Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed 'randomly alarming' audible alert sounds and the alarm message 'not attached' was displayed on the central control monitor (ccm). When agitating the cable/sensor, an alarm is triggered. No visual damage was observed to cable or sensor in this area. Per the data log analysis, on (B)(6) 2020 the level reported seven times while the level detection was enabled. The status for the alert probe changed from coupled to uncoupled, back to coupled in less than one second. This will cause a 'level not attached' alert. It is likely that the uncoupled status cleared so fast that the ccm was not notified of why the alert occurred. This would cause an alert tone without an indication to the user as to why the alert occurred as reported. The system log did not go back far enough to cover the issue date and confirm that the ccm was not notified. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #182810-2020-00377.

Event description:
The product surveillance technician (pst) reported that during testing of the device at the service center, the red level sensor alarm was giving a 'not attached' message. There was no patient involvement.